Event description:
It was reported the single use electrosurgical knife ceramic tip fell into the body (stomach) but was retrieved. The issue occurred during a therapeutic endoscopic submucosal dissection and was completed with an olympus back-up device. There were no reports of patient harm.

Manufacturer narrative:
The device was returned to olympus for evaluation/inspection. Based on the results of the investigation, the tip fell off could not be identified. A definitive root cause could not be established. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.